Event description:
It was reported that upon device preparation, the insertable cardiac monitor (icm) bluetooth was unable to be enabled and communication was unable to be initiated. The icm was not used, and the physician used a different icm to successfully complete the procedure. There was no patient involvement.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no telemetry. Analysis performed indicated device battery voltage was at end of life (eol). Device was cut open and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the cause of high current drain and premature battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.